Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3 of 4. The home patient (hp) stated she did not disconnect at any time and none of the bags of solution were disconnected. The hp confirmed there was nothing unusual noted about the supplies. The technical service representative (tsr) instructed the hp to disconnect from the set and to cycle the power. The hp confirmed she would be going to the doctor the next day and would use a manual bag to drain there. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).